Event description:
The manufacturer became aware of an allegation of exposed wires on a damaged ac power cord of a continuous positive airway device (CPAP) device. There was no patient harm or injury. The sales rep confirmed evidence of exposed ac wires on the ac power cord. The power cord was replaced for the patient. There was no evidence of thermal damage. The dreamstation user manual states: warning: periodically inspect electrical cords and cables for damage or sign of wear. Discontinue use and replace if damaged.

Manufacturer narrative:
The manufacturer received the ac power cord for evaluation. The findings revealed the sheath of the power cord had got out of position and had caused the internal black and white wires to be exposed. The copper conducting wire was not exposed. Labeling instructs the user to periodically inspect the ac power cord for signs of wear or damage and to replace the ac power cord if worn or damaged.